Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endoscope radical resection of rectal cancer for patient, when the reload was replaced with a new one, they found that the device was unable to discharge the new reload. This lead to a delayed operation time. There were no other device used together.